Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states on 04-apr-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 for permanent sterilization. In (B)(6) 2012, plaintiff began experiencing severe abnormal menstrual pain and cramping, prolonged, abnormal menses and an abnormally heavy menstrual cycle. In (B)(6) 2012, following her essure procedure, a hysterosalpingogram (hsg) test and everything was fine and properly placed. In the winter of 2013, she began experiencing the following symptoms, including, but not limited to: severe lower abdominal/pelvic pain; severe back pain; pain during intercourse; migraines; hair loss; yeast infections; vaginal discharge/infection; fatigue; headaches; weight fluctuations; low grade fevers; a burning sensation in her stomach; leg pain; abdominal swelling; blurry vision; mood swings; chills; and night sweats. Plaintiff attempted treatment with over the counter painkillers. She was diagnosed and treated for a yeast infection and also began vitamin d treatment. However, her symptoms did not resolve following treatment. In (B)(6) 2014, plaintiff sought for a second opinion. Physician ordered a number of tests and informed her that she had tested (B)(6). In (B)(6) 2015, she returned to physician who tested and confirmed that she (B)(6). In (B)(6) 2015, plaintiff first learned that her injuries may be related to the essure device. On (B)(6) 2015, plaintiff presented to the emergency department complaining of bilateral lower abdominal and pelvic pain and an erythematous and itchy vagina with small amounts of discharge. She was diagnosed with a urinary tract infection and prescribed pain medication and a course of antibiotics. On (B)(6) 2015, plaintiff went to see physician as a result of her irregular menses, and an ultrasound was performed and showed a right ovarian cyst. At this time, she was still experiencing severe lower abdominal/pelvic pain and cramping. On (B)(6) 2015, plaintiff again reported to the emergency room due to worsening and continued right lower quadrant abdominal pain and cramping. She was prescribed stronger pain medications and discharged with instructions to follow-up as soon as possible. On (B)(6) 2015, plaintiff saw physician who agreed to perform a hysterectomy with bilateral salpingectomy to resolve her symptoms and scheduled the surgery for the following month. On (B)(6) 2015, plaintiff was submitted to a hysterectomy with bilateral salpingectomy. In the operative report, physician noted that there was what appeared to be a small hematoma in the left cornual region of the uterus. In the pathology report, a gross review of the fallopian tubes revealed that there was a wire within the right fallopian tube. The fallopian tubes were otherwise grossly unremarkable. Upon information and belief, the essure insert in the left fallopian tube was not present, as it there was no mention of it in the pathology report. Upon information and belief, the essure insert in the left fallopian migrated out of the fallopian tube and into the uterus, causing the "small hematoma in the left cornual region of the uterus" injury. Plaintiff took time off from work to recover from this procedure, which was very painful and left her with permanent scars. Following her hysterectomy and bilateral salpingectomy, all of plaintiff's essure related symptoms resolved, except for cramping about once a month which physician attributed to the effects of the hysterectomy. Follow-up from 26-apr-2016. Quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of an adult female consumer/plaintiff who had pelvic pain and lower abdominal pain/cramping after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy with bilateral salpingectomy. The pathology report did not mention the left essure insert. According to the legal claim, the essure insert in the left fallopian migrated out of the fallopian tube and into the uterus. These events are listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be a dislocation into the distal fallopian tube/pelvic cavity or expulsion into uterus/cervix or out of the body. If device is expelled to uterus, abdominopelvic pain and genital bleeding may occur. In this particular case, the consumer had menstrual changes and abdominopelvic pain after essure insertion. Her hysterosalpingogram (done 2 months after essure placement) confirmed device's proper position. However, almost 3 years after essure placement, a device migration into the uterus was diagnosed. This event could have been a contributory role in consumer's pain and menstrual changes and although its exact mechanism is not known; given its nature, causality with the suspect insert cannot be excluded. Other non-serious events were also reported. This case was regarded as incident, since a surgical intervention for device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure insert in the left fallopian migrated out of the fallopian tube and into the uterus"), abdominal pain lower ("lower abdominal pain/right lower quadrant abdominal pain/cramping") and pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. A33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included multigravida, parity 4 ((B)(6) 2003, (B)(6) 2007, (B)(6)2010 and (B)(6) 2012), cervical biopsy, dysplasia, chronic cervicitis, vaginal bleeding, cramp in lower abdomen and threatened abortion. In 2012, the patient experienced urinary tract infection ("urinary tract infection") with vulvovaginal erythema and vulvovaginal pruritus, cystitis ("bladder infection") and uterine pain ("uterine pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain and cramping") and menorrhagia ("prolonged abnormal menses/abnormally heavy menstrual cycle/ abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge/ vagina with small amounts of discharge"), vulvovaginal mycotic infection ("vaginal infection/yeast infection "), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), pyrexia ("low grade fevers"), dyspepsia ("burning sensation in her stomach"), pain in extremity ("leg pain"), abdominal distension ("abdominal swelling"), vision blurred ("blurry vision"), mood swings ("mood swings"), chills ("chills") and night sweats ("night sweats"). On (B)(6) 2015, the patient experienced menstruation irregular ("irregular menses") and ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haematoma ("small hematoma in left cornual region of the uterus"), procedural pain ("procedure which was painful") and scar ("left her with permanent scars"). The patient was treated with colecalciferol (vitamin d), surgery (hysterectomy and bilateral salpingcetomy), surgery (hysterectomy and bilateral salpingcetomy) and surgery (hysterectomy and bilateral salpingcetomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, abdominal pain lower, pelvic pain, back pain, dysmenorrhoea, menorrhagia, dyspareunia, migraine, alopecia, vaginal discharge, vulvovaginal mycotic infection, fatigue, headache, weight fluctuation, pyrexia, dyspepsia, pain in extremity, abdominal distension, vision blurred, mood swings, chills, night sweats, urinary tract infection, menstruation irregular, ovarian cyst, uterine haematoma and procedural pain had resolved and the scar, cystitis and uterine pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, chills, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood swings, night sweats, ovarian cyst, pain in extremity, pelvic pain, procedural pain, pyrexia, scar, urinary tract infection, uterine haematoma, uterine pain, vaginal discharge, vision blurred, vulvovaginal mycotic infection and weight fluctuation to be related to essure. The reporter commented: proliferative endometrium, no hyperplasia seen ,crevix: no significant histologic findings,crevix: no significant histologic findings. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complain. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure insert in the left fallopian migrated out of the fallopian tube and into the uterus"), abdominal pain lower ("lower abdominal pain/right lower quadrant abdominal pain/cramping") and pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. A33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's past medical history included multigravida, parity 4 (B)(6) 2003, (B)(6) 2007, (B)(6)2010 and 27aug2012), cervical biopsy, dysplasia, chronic cervicitis, vaginal bleeding, cramp in lower abdomen and threatened abortion. In 2012, the patient experienced urinary tract infection ("urinary tract infection") with vulvovaginal erythema and vulvovaginal pruritus, cystitis ("bladder infection") and uterine pain ("uterine pain"). On (B)(6) 2012, the patient had essure inserted. In november 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain and cramping") and menorrhagia ("prolonged abnormal menses/abnormally heavy menstrual cycle/ abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge/ vagina with small amounts of discharge"), vulvovaginal mycotic infection ("vaginal infection/yeast infection "), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), pyrexia ("low grade fevers"), dyspepsia ("burning sensation in her stomach"), pain in extremity ("leg pain"), abdominal distension ("abdominal swelling"), vision blurred ("blurry vision"), mood swings ("mood swings"), chills ("chills") and night sweats ("night sweats"). On (B)(6) 2015, the patient experienced menstruation irregular ("irregular menses") and ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haematoma ("small hematoma in left cornual region of the uterus"), procedural pain ("procedure which was painful") and scar ("left her with permanent scars"). The patient was treated with colecalciferol (vitamin d), surgery (hysterectomy and bilateral salpingcetomy), surgery (hysterectomy and bilateral salpingcetomy) and surgery (hysterectomy and bilateral salpingcetomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, abdominal pain lower, pelvic pain, back pain, dysmenorrhoea, menorrhagia, dyspareunia, migraine, alopecia, vaginal discharge, vulvovaginal mycotic infection, fatigue, headache, weight fluctuation, pyrexia, dyspepsia, pain in extremity, abdominal distension, vision blurred, mood swings, chills, night sweats, urinary tract infection, menstruation irregular, ovarian cyst, uterine haematoma and procedural pain had resolved and the scar, cystitis and uterine pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, chills, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood swings, night sweats, ovarian cyst, pain in extremity, pelvic pain, procedural pain, pyrexia, scar, urinary tract infection, uterine haematoma, uterine pain, vaginal discharge, vision blurred, vulvovaginal mycotic infection and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: proliferative endometrium, no hyperplasia seen ,crevix: no significant histologic findings,crevix: no significant histologic findings. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: right ovarian cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, urinary tract infection. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received: reporter added,medically confirmed case, historical condition added,lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure insert in the left fallopian migrated out of the fallopian tube and into the uterus"), abdominal pain lower ("lower abdominal pain/right lower quadrant abdominal pain/cramping") and pelvic pain ("pelvic pain") in a 29-year-old female patient who had essure (batch no. A33567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed." The patient's past medical history included multigravida and parity 4 ((B)(6) 2003, (B)(6) 2007, (B)(6) 2010 and (B)(6) 2012). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced urinary tract infection ("urinary tract infection") with vulvovaginal erythema and vulvovaginal pruritus, cystitis ("bladder infection") and uterine pain ("uterine pain"). In november 2012, the patient experienced dysmenorrhoea ("severe abnormal menstrual pain and cramping") and menorrhagia ("prolonged abnormal menses/abnormally heavy menstrual cycle/ abnormal bleeding (vaginal, menorrhagia)"). In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge/ vagina with small amounts of discharge"), vulvovaginal mycotic infection ("vaginal infection/yeast infection "), fatigue ("fatigue"), headache ("headaches"), weight fluctuation ("weight fluctuations"), pyrexia ("low grade fevers"), dyspepsia ("burning sensation in her stomach"), pain in extremity ("leg pain"), abdominal distension ("abdominal swelling"), vision blurred ("blurry vision"), mood swings ("mood swings"), chills ("chills") and night sweats ("night sweats"). On (B)(6) 2015, the patient experienced menstruation irregular ("irregular menses") and ovarian cyst ("right ovarian cyst"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), uterine haematoma ("small hematoma in left cornual region of the uterus"), procedural pain ("procedure which was painful") and scar ("left her with permanent scars"). The patient was treated with colecalciferol (vitamin d) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, abdominal pain lower, pelvic pain, back pain, dysmenorrhoea, menorrhagia, dyspareunia, migraine, alopecia, vaginal discharge, vulvovaginal mycotic infection, fatigue, headache, weight fluctuation, pyrexia, dyspepsia, pain in extremity, abdominal distension, vision blurred, mood swings, chills, night sweats, urinary tract infection, menstruation irregular, ovarian cyst, uterine haematoma and procedural pain had resolved and the scar, cystitis and uterine pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, chills, cystitis, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, menorrhagia, menstruation irregular, migraine, mood swings, night sweats, ovarian cyst, pain in extremity, pelvic pain, procedural pain, pyrexia, scar, urinary tract infection, uterine haematoma, uterine pain, vaginal discharge, vision blurred, vulvovaginal mycotic infection and weight fluctuation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet provided. Patient demographic details added; essure lot number a33567 added and insertion date was updated from (B)(6) 2012 to (B)(6) 2012; events bladder infection, uterine pain and essure confirmation test not performed were added as event. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.